Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting to resolve the issue including replacement of the bellows, bellows only (rohs) (2-89054-02) was determined the likely cause of the result issues due to part being misaligned and leaking. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 module and the bellows, bellows only (rohs) (2-89054-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 module or the bellows, bellows only (rohs) (2-89054-02) was identified.

Event description:
The customer observed falsely depressed calcium, and creatinine results for one patient on the architect c4000 processing module, serial number (B)(6). The customer repeated the sample with higher results. The following data was provided: sid (B)(6): initial creatinine result = 0.61 repeat result = 2.91 mg/dl reference range = 0.52-1.04. Initial calcium result = 2.6 repeat result = 8.8 mg/dl reference range = 8.4-10.2. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed calcium, and creatinine results for one patient on the architect c4000 processing module, serial number (B)(6). The customer repeated the sample with higher results. The following data was provided: sid (B)(6): initial creatinine result = 0.61 repeat result = 2.91 mg/dl reference range = 0.52-1.04 initial calcium result = 2.6 repeat result = 8.8 mg/dl reference range = 8.4-10.2 there was no impact to patient management reported.